Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Manufacturer narrative:
The manufacturer previously reported a failure of the device to power on. The ventilator was evaluated by a third party service center and the allegation was confirmed. The device's internal battery was replaced to address the issue. The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.